Event description:
It was reported that difficulty was encountered with downloading episodes from a certain date to a programmer from this subcutaneous implantable cardioverter defibrillator (s-ICD). Episodes from another date were successfully downloaded to the programmer, however, when attempts were made to download from the other date, a spinning wheel or message was observed on the programmer. The patient was then requested to complete a remote home interrogation. The episode data in question did successfully upload into the remote home monitoring system during the remote home interrogation. Technical services (ts) discussed the potential of telemetry connection issues between the device and programmer, and discussed troubleshooting options. Troubleshooting was performed, and the stored episodes in question were able to be successfully retrieved. A potential telemetry disruption was suspected to be the root cause of the initial episode retrieval difficulty. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.